Event description:
Litigation alleges patient has suffered pain and injuries due to the asr implant, as well as excessive levels of cobalt and chromium in blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update 27 jan 2015 - der rcvd. Updated dor, patient activity level, sales rep details, added stem and sleeve products. Additional reasons for revision si that the patient wanted it removing from her body.